Event description:
It was reported the loudspeaker of the intellivue mx400 patient monitor is defective; the device is unable to produce any sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The device was sent to philips bench for evaluation. Results of functional testing determined that the loudspeaker was defective. The speaker was replaced by the bench technician to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter and reporting institution phone numbers: (B)(6).